Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were not detected on bus. A field service engineer (fse) inspected the station and performed troubleshooting. The station was powered down, and the back panels were opened for inspection. It was found that the matrix drawer was partially unplugged, causing connection issues. The fse disconnected all auxiliary drawers and reintegrated them one at a time after reboot. This allowed each drawer to self-recover and function properly. The customer was able to log in to the user application, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy. There were no delay and adverse events or injuries reported based on this event.